Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: observed in black box eaw code 162 loss of prime warning with low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. Force sensor calibration is within specifications. Removed pump case, force sensor pins seated and solder connections intact. No evidence of cracked force sensor traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.